Event description:
Pt was stillborn after problematic birth. Parent admitted with high fever. Fse attached to pt, no discernable tracing found. Parent delivered by c-section and the pt found to be dead.